Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly including motor assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen.  Customer's blood glucose was unknown at the time of incident.  Troubleshooting found that the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and agreed to return the product for analysis.